Event description:
As reported by the user facility: administering lipids to a preemie- tubing disconnected from distal connector. Resulted in infusion solution loss. Additional info provided by the facility indicated the infant is fine and sufffered no adverse sequela associated with the incident. The lot number remains unknown.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The tubing was separated from the smallbore spin lock assembly of the set, due to insufficient solvent application applied at the joint connection during assembly. The o.d. Of the tubing and the critical dimension of the spinlock tubing insertion area were measured per the applicable design specifications and found to be within specification.